Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2015: the patient presented with the following preoperative diagnosis: degenerative lumbar disc disease: l4-5, foraminal stenosis: l4-5, lumbar radiculitis: l4-5, spinal stenosis: l4-5. The patient also had significant back and leg discomfort. She underwent the following procedures: anterior retroperitoneal exposure. Anterior lumbar fusion l4-5. Anterior lumbar instrumentation using the precision spine anterior peek plate with four cancellous screws. Insertion of interbody fusion cage using the precision spine ¿ vault peek cage. Use of fluoroscopy under physical supervision for less than 1 hour. As per the op notes, ¿¿intraoperative fluoroscopy confirmed the l4-5 interspace, and established midline¿ it appeared a 13 mm x 5 degree size implant was most appropriate. The precision spine ¿ vault peek cage was then packed with recombinant bmp soaked sponges and cancellous allograft. The cage was then inserted into the disc space without difficulty. A nice snug fit was obtained. The insertion device was removed, and cancellous allograft was further packed around the cage to augment the fusion¿ the position of all implants was then confirmed utilizing fluoroscopy. The cage and instrumentation appeared to be in satisfactory position¿¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.